Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual evaluation of the provided photos found the outer carton exhibits damage. The inner sterile packaging (both blisters) have been cracked. Sterility is considered breached. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to transit damage. The condition of the device when it left zimmer biomet control is considered conforming to specification. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component option size f right: catalog# 00596401652, lot# 64329246. G2: foreign: france. H6: proposed component code: mechanical (g04) - femur. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, two (2) femoral implants were found to have damaged outer and inner packaging. The outer packaging showed signs of wear and denting as well as traces of water damage in the corners. The inner sterile packaging was split along the length of the plastic, thus rendering the implant unsterile. An alternative prosthesis was used to complete the procedure without further complication.